Event description:
Sorin group received a report that during testing of the system the sgu field service rep found that the s5 control panel was displaying inconsistent flow control. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 control panel. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during testing of the system the sgu field service rep found that the s5 control panel was displaying inconsistent flow control. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.